Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the polymer sleeve proximal end was not melted down on the core wire. A section of polymer sleeve was hanging loose on the core wire. The polymer sleeve proximal end was not tight on the core wire. No other anomalies were observed. A functional evaluation was performed with a demonstration microcatheter. The guidewire was loaded and advanced through the proximal end with slight friction. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. Information available indicated that the dispenser hoop was flushed with saline before removing the guidewire, and no anomalies were noted to the guidewire during initial inspection and preparation. The guidewire was sent to the manufacturer, boston scientific (B)(4), for further analysis of the anomaly noted to the polymer sleeve. The manufacturer analyzed the device and concluded that the unit did not present any detachment of the polymer from the core wire. The proximal and distal ends of the polymer sleeve were intact and even in the damaged portion, the polymer was still attached to the core wire. The polymer sleeve integrity is verified in multiple steps throughout the production process. The supplier polymer process is a complete extrusion of the polymer and the polymer sleeve is manufactured as a whole piece (the material is not bonded by layers). The manufacturer concluded that the anomaly noted to the polymer sleeve is not a manufacturing related issue. It is possible that the anomaly noted to the polymer sleeve occurred during use of the device; however, based on the information available and analysis of the device, the cause of the anomaly noted to the polymer sleeve could not be definitively determined.

Event description:
Analysis of the device revealed that the polymer sleeve was hanging loose on the core wire. There were no reported clinical consequences to the patient.